Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a sales representative via email that an ar-1927bcf-475 corkscrew's handle sheared off at the proximal edge of the implant causing sharp edged that ended up cutting the sutures. This was discovered during a subscapularis repair on (B)(6) 2021. Surgeon used an easy out to retrieve most of the metal and to pull out the anchor. By using another anchor, surgeon was able to complete case successfully with no patient affected. Additional info requested. Additional info received 09/16/2021: device broke upon the final turn of insertion and the broken sharp edged cute into the sutures. Device will not be retuned as I was discarded by facility.

Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the tip of the shaft of the device had broken off. However, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined.